Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose value over 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported other significant events that lead to hospitalization were nausea and vomiting. The customer was treated with intravenous drip and insulin pump. Customer stated that the drive support cap appears normal. Customer reports insulin exited at the quick release. Troubleshooting was not performed. The insulin pump will not be returned for analysis.